Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Multiple MDR reports were filed for this event, please see all associated report(s): 0001526350-2023-00390, 0001526350-2023-00391 review of the most recent repair record determined the unit was found to be out of calibration. The side plates and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.

Event description:
It was reported that outside of surgery there was an incomplete mesh that was produced. The living legacy foundation/transplnt resc CT-maryland is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.